Event description:
See also manufacturer # 3004209178-2010-05903. Patient reported on a survey on (B)(6) 2009 difficulties with recharging and stated that it is "too much work, arms don't work behind my back, can't get enough bars." Later it was reported that there were coupling and/or communication issues. An ins overdischarge was suspected but was not confirmed to be the cause. The device was unable to be interrogated. It was stated that the patient did not charge the battery for over a year. The patient, again, reported that the location of the neurostimulator made it difficult to recharge and was also unable to reach the location in order to place the antenna for recharging. Subsequently, the patient had new devices implanted and was then able to recharge them without difficulty. The patient was receiving effective stimulation. No further details were provided.

Manufacturer narrative:
(B)(4).